Event description:
Fifteen days after cochlear implant surgery, this pt reportedly developed a skin flap infection and dehiscence. IV antibiotic treatment was unsucessful. During activation, the pt did not have any auditory sensations. The device was explanted (date unk). However, it is not known whether a new device was implanted at that time or will be implanted in the future.